Manufacturer narrative:
D02- intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have thermal damage on the yaw pulley located on the opposite side of the conductor wire. No conductor wire damage was found and the electrical continuity test passed. The root cause is typically attributed to a component failure. Additionally, the instrument was found to have indentations on the distal pulley. The root cause of this failure is attributed to user mishandling. A review of the failure analysis results for the pcs associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: based on the photo it seems that the ceramic sleeve is installed properly, so the most likely cause of the thermal damage is user induced.

Event description:
Refer for follow-up information.

Manufacturer narrative:
Isi has not received the permanent cautery spatula (pcs) instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No images or procedure video were provided for review. A review of the instrument log was performed. Per the review, the following was confirmed: system serial #, device material, lot#, and event date. The instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 5 uses remaining after the last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument arced with no evidence or claim of user mishandling or misuse. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the permanent cautery spatula (pcs) instrument "dispersed energy outside of the spatula during use". The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.